Manufacturer narrative:
The reported malfunction was observed and attributed to a flex cable that was not properly seated to the sys board. The biphasic flex cable was replaced to resolve the problem condition. Analysis for reports of this type has not identified an increase in trend. The biphasic flex cable was replaced to reduce the probability of reoccurrence. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 85" message. Complainant indicated that there was no pt involvement in the reported malfunction.